Event description:
It was reported that during a colectomy procedure, the device didn`t reopen after having applied the clip. The device reopened after several efforts. It is unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Jaw, cam. The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported.